Manufacturer narrative:
Patient weight was included. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the back pain was resolved, but the patient was having a problem with getting infections with each surgery. It was noted that the device caused location problems for future surgeries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient had back seroma which was incompletely treated due to retained spinal cord system (scs). The seroma could¿ve been from an infectious etiology. A healthcare professional (hcp) reported that the patient had his lumbar superficial seroma aspirated in the emergency room (ER) four days prior to the report. It was noted that the patient felt good two days after with decreased back pain, but then swelling recurred and had worsening back pain again. There were no reports of fevers or chills and no neurologic symptoms. The cultures from the aspiration had been negative and the grain stain was also negative. In addition, the hcp recommended additional I <(>&<)> d of the seroma or distally with either drains or wound vac placement and removal of the scs. There were no further complications reported or anticipated.